Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse replaced the power management board and tested the unit. The iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that while a by a getinge field service engineer (fse) was performing service test on the cardiosave intra-aortic balloon pump (iabp), it was discovered that the iabp does not charge both batteries from time to time. There was no patient involvement and no adverse event was reported.